Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support was completing a system check; however, the customer declined to complete the troubleshooting. The customer changed the pump supplies and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.